Event description:
Full insertion of balloon catheter was not possible due to the catheter becoming unable to traverse the full length of catheter wire. Upon an attempt to retract the balloon resistance was also encountered. Further attempts to extract device caused the balloon to seperate into two sections. The complete assembly was removed from patient and all components were isolated for future investigation.